Event description:
The customer reported to olympus, the laser system's laser wire caught fire at the machine end and melted the wire from the end that goes into the machine. It was a small flame and easily put out. No injury occurred to patient. This report is related to and linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 h10. H3 inadvertently selected by mistake, please disregard. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following are included in the instructions for use (IFU): device preparation section -daily maintenance routines for the laser and any surgical fiber utilized during a surgical procedure should be followed. -if any damage is observed such as breaks, kinks or damaged components, do not use the fiber. Device handling section -do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Intraoperative instructions section -be careful to not use too much force, as this can damage the fiber or laser system connector. Considerations warns: -damaged or improper use of the laser fiber in an incorrect manner may lead to: - severe eye or tissue injury - fire in the treatment area - unintended exposure to the patient or medical staff to laser radiation and failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.